Manufacturer narrative:
(B)(4). Batch #751a23. Additional information: this is an analysis of four photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first, second, and third photos show a device with the battery pack loaded, with a blue reload, and the anvil can be seen bent upwards, belong the batch# 751a23. The fourth photo shows a blue reload that appears to be fully fired. And belong the batch# 768a33. The event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with the anvil bent upwards and without one gst60b reload present. The reload was received fully fired. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed another one to continue the surgery, after fired, noted the anvil deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.